Event description:
Reporter alleged blood glucose measured 316 mg/dl back to back with a result of 89 mg/dl when testing was performed within one minute of each other. It was stated customer treats low blood glucose with orange juice, however, no actions or treatment was reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.